Manufacturer narrative:
Explant date: if explanted, give date: lens exchanged is scheduled on (B)(6) 2017, but has not been confirmed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt150 10.0 diopter intraocular lens (iol) is planned to be explanted from a female patient's right eye, due to lens rotating. In addition, to the residual cylinder, here spherical power is off by 1.50 diopter. Through follow-up it was learned that the lens was initially implanted on (B)(6) 2017 @axis 112 degrees. No further information was provided.

Manufacturer narrative:
Corrected data: in follow up #1 it was reported that an explant was conducted however a patient code for explant (3191) was inadvertently not entered. Additionally, outcomes to adverse event should have been updated from other serious to required intervention to prevent permanent impairment/damage. The following sections have been updated accordingly. Outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage. If explanted, give date: explant was performed, but date of explant was not provided. (B)(4). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Through follow-up it was confirmed that the lens rotated 62 degress before lens was explanted. There was no incision enlargement, no vitrectomy or sutures required. There was no patient post op injury reported. No further information was provided. All pertinent information available to the manufacturer has been submitted.